Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been treated for with hypoglycemia. The patient's blood glucose levels had dropped to below 70 mg/dl while wearing the pod. Symptoms reported include hypoglycemia and the patient had been convulsing and lost consciousness . Once the emergency medical technicians (emt) arrived at the patients home they suspended the insulin through the patients personal diabetes manager (pdm). The patient had become responsive and consumed a sandwich while receiving intravenous fluids. The patient was not brought to the hospital. The emt's left the patients home after 40 minutes to an hour. Upon the patient calling in this event their blood glucose levels had read high (> 500 mg/dl). It was discovered that the patients insulin had still been suspended. The patient resumed insulin while on the call and their blood glucose levels had started to decrease.